Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had failing drive manifold leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : e1 ( initial reporter , event site email ). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly (d104-00-0031) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer. The failure analysis and testing dept. Received part number 0104-00-0031 drive manifold assembly serial number (B)(6) with a reported unit failure of, failed k7 and k8 leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0031 drive manifold assembly serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the drive manifold factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. The drive manifold test failed the vacuum leak differential test with a result of 49mmhg. The factory specification is +-25mmhg. The pressure leak differential test failed with a result of -81mmhg. The factory specification is +-55mmhg. The fat dept. Replicated the complaint of the drive manifold failing the drive manifold leak test. The drive manifold failed testing. Probable cause of the leak test failing is a defective k7 or k8 solenoid. Refer to CAPA 1406400 , for more information regarding additional investigation details.